Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that the patient's infection is severe and requires intravenous medication as prescribed by the physician, along with symptomatic treatment. A deep-vein triple-lumen catheter was used for venous access. During dressing changes, a peripheral-inserted central catheter (PICC) was required to secure the line, preventing dislodgement and ensuring uninterrupted medication administration. Prior to use, the packaging was intact and undamaged, and the product was within its expiration date. However, upon inspection before use, it was discovered that the locking mechanism was misaligned and could not secure the line. A new PICC was immediately replaced for the patient.